Event description:
It was reported that this patient has received multiple episodes of inappropriate shocks due to triple counting of lower amplitudes. The system was subsequently reprogrammed to alternate sensing vector for therapy optimization. No adverse events.